Manufacturer narrative:
The e601 module serial number was (B)(6). Calibration was acceptable. The sample tubes were not inverted. To achieve the proper mix of additive and blood, each tube must be gently inverted as it is removed from the holder. Insufficient or delayed mixing of serum tubes may result in delayed clotting. Inadequate mixing of anticoagulant tubes may result in platelet clumping, clotting, or incorrect test results. There was no dust in the laboratory, the instrument maintenance was current, and no issues were observed with the sample pipetters, sippers, black tank water reservoirs, or cleaning tank. No issues were observed on the alarm trace data. A picture of the sample was provided and no issues were observed. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas e 601 module. The initial result was 1122 pg/ml. This result was clinically questioned and a second sample was obtained with a result of 9.7 pg/ml. The original sample was repeated with a result of 11.38 pg/ml. The second sample was repeated with a result of 10.37 pg/ml.

Manufacturer narrative:
Based on the information provided, a general reagent issue can be excluded. The calibration data does not point to a general instrument or reagent issue. Qc was not run on the day of the event. Product labeling states: "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per reagent kit, and following each calibration." The investigation determined the event was consistent with a preanalytical issue (the sample tubes were not inverted). The investigation did not identify a product problem.